Event description:
The customer reported that the x-ray tube was arcing.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the x-ray tube and h.v. Tank. He calibrated the system and set dose rates. The system is operating as intended.